Event description:
It was reported that the patient received 38 shocks during a vt (ventricular tachycardia) storm, and a charge circuit timeout occurred. The patient went to the intensive care unit. The device was also noted to be at eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary continued: analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Concomitant products: 5076-52 lead, implanted: (B)(6) 2009. (B)(4).